Event description:
Account reorted that the physician was in the process of adjusting the tubing to the needle when the hub separated from teh needle. Another tray had to be opened and the tp received another needle stick for catheter insertion.